Event description:
It was reported that this brady lead was case of an attempted implant due to unknown product performance anomaly. This brady lead was replaced with different model, not implanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed body fluids. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomaly. The observed lumen blockage caused by dried blood or body fluid is consistent with blood entering the terminal pin opening, which is a known inherent risk of the device.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was case of an attempted implant due to unknown product performance anomaly. This brady lead was replaced with different model, not implanted and returned for analysis. No adverse patient effects were reported. Additional information indicates that the brady lead was not successfully implanted due to complicated patient anatomy.

Event description:
It was reported that this brady lead was case of an attempted implant due to unknown product performance anomaly. This brady lead was replaced with different model, not implanted and returned for analysis. No adverse patient effects were reported.